Event description:
Additional information received reported the physician¿s inability to implant the lead was caused by the inability to advance the lead posterior and there was a cerebral spinal fluid (csf) leak. There was no known lead malfunction.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during a lead explant the physician was unable to place a new lead. It was noted the new lead was traveling anterior and needle position changed during revision to attempt to correct this, but was unable to advance lead posterior. It was stated lumbar puncture during revision per physician and case was ended by capping extension and placed a blood patch.

Manufacturer narrative:
Concomitant products: product ID 3778-45, serial # (B)(4), product type lead. (B)(4).